Event description:
Consumer email reported auto shield duo -that there is always leakage during the injection process. Lot # unknown catalog# 329515 date of event unknown sample status unknown first email attempt to this consumer for more information dc sent: 11/20/2024 1:00 am to: customer.service.canada@bd.com subject: about the usage of bd autoshied duo safety pen needle external email - use caution opening attachments and links. Dear sir/ madam, I am writing to inquire about an issue I have been experiencing with your product (bd autoshied duo safety pen needle) used to inject insulin. I have noticed that there is always leakage during the injection process. Could (B)(4). This message is from an external sender use caution opening attachments and links report suspicious (B)(4). Dear sir/ madam, I am writing to inquire about an issue I have been experiencing with your product (bd autoshied duo safety pen needle) used to inject insulin. I have noticed that there is always leakage during the injection process. Could you please provide some tips on how to prevent this leakage and ensure a smooth injection? Your assistance in this matter would be greatly appreciated.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.